Manufacturer narrative:
Visual: visual inspection confirmed that the tulip head disengaged from screw shank. There is deformation on the locking ring of tulip head. Screw shank bulb has deep deformation on one side. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Shank bulb deformation shows evidence that rod was attempted to be tightened multiple times. Deformation on tulip ring and shank bulb head both indicate that excessive force was applied to tulip head during provisional and/or final tightening, while tulip head was over angulated. Sgt was reviewed: once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed. Use the anti-torque key and the torque wrench. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. Note: do not exceed 12nm during final tightening. The anti-torque key must be used for final tightening. The anti-torque key performs two key functions: allows the torque wrench to align with the tightening axis. Helps to maximize the torque needed to lock the implant assembly. Correct handling of the implant is extremely important. The operating surgeon should avoid notching or scratching the device. The most likely cause of the reported event was determined to be excessive force/torque applied during provisional or final tightening while tulip head was over angulated. Use of universal tightener to final tighten and/or not using torque wrench during final tightening may have also contributed to reported event.

Event description:
It was reported that the tulips of 3 xia serrato polyaxial screws popped off the shanks intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with an unspecified surgical delay by using alternatively available implants. This report captures the second of the three screws.

Event description:
It was reported that the tulips of 3 xia serrato polyaxial screws popped off the shanks intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with an unspecified surgical delay by using alternatively available implants. This report captures the second of the three screws.